Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with an occlusion alarm on channel a was confirmed and duplicated during product evaluation. The assignable cause was determined to be a distal 25 psi failure. The pump head module channel a was replaced to fix the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with an occlusion alarm on channel a, which was discovered during bio-medical testing. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.